Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported the leak occurred at o- ring of reservoir barrel. The self test was failed. Customer stated the button pad, and the circle button and down arrow are non-responsive. The customer unable to access the menu screen. The insulin pump was exposed to moisture and block mode was inactive. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Pump alarmed pump error 43 and pump error 130 after moisture damage. Complained has cosmetic damage. Pump passed self test. Constant pump error 37 alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 43 on (B)(6) 2022 06:59:55.000 and pump error 130 on (B)(6) 2022 04:44:32.000 in the pump downloaded history due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Intermittent response from all buttons due to moisture damage to keypad traces. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed the pump alarmed pump error 43 on (B)(6) 2022 06:59:55.000 and pump error 130 on (B)(6) 2022 04:44:32.000 in the pump downloaded history due to corroded motor home switch. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Confirmed scratched case and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.